Event description:
It was reported the oes cystonephrofiberscope exhibited a plastic casing around the bending section that came off in a chunk. The issue occurred during cleaning post procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.